Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during an unknown surgery it was detected that the wooden handled instrument of a set appeared to have tiny wooden splinters shearing away while it was being used for hammering. The hospital checked the other two (2) sets and wear and tear were noted in all three (3) kits. After troubleshooting they were able to replace the screw without the surgery being prolonged. No information about patient condition received. Concomitant reported part: 1x screw (part and lot number unknown). This report is 1 of 4 for com-(B)(4).